Event description:
Initial transseptal access was performed without difficulty. Cryoablation catheter, sheath and mapping catheter were introduced tog ether into the la. No resistance was encountered at the groin site or the interatrial septum. The physician explored the left sided pulmonary veins with the mapping catheter. As the signals were activated on the recording system, they were noted to be large and aligned with ventricular signals in the cs. Since the mapping catheter location was unclear, the physician withdrew the catheter and replaced in the lipv. The cryoballoon was inflated. Contrast was injected in preparation for ablation. At this time, the patient's blood pressure dropped abruptly. Ice review of the pericardium showed a large pericardial effusion. Heparin was reversed with protamine. Pericardiocentesis was emergently performed. Blood removed from the pericardium was autotransfused back to the patient. Despite normalization of the act, the pericardial effusion persisted for nearly an hour. The patient was then transferred for surgical repair. Patient did well in surgery and had a small tear in the left atrial appendage repaired. Device 2 of 3, reference MFR report: 3002648230-2014-00183 and 3007798852-2014-00018.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection of flexcath advance 4fc12 / (B)(4) showed the device was intact with no apparent issues. Deflection worked as per specification. The device passed the returned product inspection as per specification.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.